Event description:
During surgery, the handle broke this zms t-handle. After it broke the surgeon could not remove the guide wire. The broken piece of the t-handle was thrown away by the hospital aff. The surgery proceeeded and the pt was not in any way compromised.